Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Based on the information gathered during baxter's investigation the root cause of the report was not determined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice pro (hcp) during use during initial drain. The patient stated they had connected and then realized that the hcp had not been through prime yet so they disconnected and replaced the blue cap. The patient let the hcp go through prime and then connected again. The patient then received a se 2240 when they started the therapy. The baxter technical service representative (tsr) explained the alarm and had the patient cycle the power. A se 2367 occurred. The tsr explained the patient would need to set up with new supplies. The tsr reviewed the proper procedures per the user manual with the patient and informed the patient if they ever realized they were connected during prime they should start over with new supplies. The patient understood and would set up with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on 09 aug 2011 regarding the reported se 2240. The rn stated they had not been made aware of the alarm. Baxter product surveillance informed the rn that the patient had connected before priming, disconnected, put the cap back on the patient line, primed, connected, and then received the se 2240. Baxter product surveillance recommended reviewing proper procedures with the patient. The rn stated the patient had a review of the proper procedures that day. The rn stated the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.